Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the sheath broke off in the patient and was retrieved via hemostat. Intervention - the removal was successful without harm to the patient.

Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath for evaluation. A visual exam was performed and it was observed that the sheath was broken into three pieces. The sheath was broken along the score lines creating two pieces and one of these halves was then broken in half horizontally creating the third piece. The broken edge of the torn half was jagged and uneven indicating that it was pulled and torn. Microscopic examination confirmed these findings and revealed that the torn half of the sheath body was also stretched, narrowing the body at the hub. In addition, it was observed that the stretched sheath body was pulling away from the hub and remained attached at the top only. The stretching of the sheath body at the hub on the one half indicates that difficulty was encountered in removal of the device that resulted in the separation. The length of the whole sheath half measured 15.1cm and the separated half measured 17.4cm total, indicating that one side was stretched. A device history record (DHR) review did not reveal any manufacturing related issues. Other remarks: the reported complaint of the sheath broke off in the patient during use was confirmed through visual examination of the returned sample. The sheath was split into two halves and one half was torn in half horizontally creating three pieces. The separated sheath half was also stretched in length confirming difficulty was encountered during removal. The DHR review did not reveal any manufacturing related issues. Based on the returned sample evaluation and the information reported, it was determined that operational context caused or contributed to this complaint.

Event description:
The customer alleges that the sheath broke off in the patient and was retrieved via hemostat. Intervention - the removal was successful without harm to the patient